Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bil-d gen.2 (direct bilirubin) on a cobas c 503 analytical unit. The sample initially resulted in a direct bilirubin value of 1.25 mg/dl. The sample was repeated on (B)(6) 2025, resulting in a value of < 0.0767 mg/dl with a data flag.

Manufacturer narrative:
The direct bilirubin reagent lot number was 839949. The reagent expiration date was requested, but not provided. A review of reaction data showed evident interference in the reaction for measurement of the initial value. Calibration and controls were acceptable. A review of alarm trace data showed no pipetting related alarms. During inspection of the reaction cuvette washing station, a random overflow was detected during filling. The field service engineer made appropriate adjustments to the washing station. No further issues were reported. The investigation determined the issue is consistent with an overflow in the reaction cuvettes and insufficient pre-analytic sample handling.